Event description:
A pharmacist intern reported that a pt experienced diffuse lamellar keratitis grade I with corneal opacity and visual acuity decrease after a bilateral surgery. According to the surgeon, pt had no identified risk of important bleeding. Antibioprophylaxy and operative field preparation were performed according to protocols in the facility. There are two medical device reports associated with the event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).